Event description:
The customer reported that the system was down and that the image quality of the images produced was regraded to a point in which pt anatomy could not be visualized. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.